Event description:
No additional information.

Manufacturer narrative:
Investigation results: received 1 unsealed 22ga x 1.00in. Insyte autoguard unit from lot: 3055273. Additionally, 5 photos were provided. Visual inspection of the provided unit discovered that media was present. The safety activation feature was activated, but the needle was not retracting. Microscopic analysis discovered a blob of adhesive that overflowed between the needle hub and the grip, preventing retraction. The reported defect was confirmed. During manufacturing, adhesive is dispensed into the hub to secure the cannula. Station misalignment may cause the adhesive to pour on the outside of the hub which can then flow in between the needle hub and the grip or the button. This may cause partial/slow/ or no retraction. A vision system software is in place to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Investigation conclusion(s): the defect of ¿needle retraction failure¿ was confirmed. Probable root cause(s): manufacturing.

Event description:
It was reported that bd insyte autoguard needle did not retract the following information was provided by the initial reporter, translated from japanese to english: after vascular puncture and catheter placement, the button was pressed but the needle was not retracted.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.